Manufacturer narrative:
Details of complaint: on (B)(6) 2020, (B)(6) medical center reported the cns (pu-681ra sn: (B)(6) experienced communication loss. Service requested / performed nka . Technical support (ts) worked with the customer to troubleshoot the issue and found the sg-300 switch in the server room was powered off. Upon powering on the switch, communication was restored. Investigation summary: the root cause of the cns communication loss is determined to be a powered off network switch. Upon powering the switch back on, communication was restored. Investigation determined the issue poses medium risk. Based on the information available, no malfunction of the cns is suspected at this time. The reported issue does not warrant further investigation through the CAPA process. For older smdrs: the following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g5 g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10: concomitant medical device: the following telemetry transmitter models were being used in conjunction with the cns, but the serial numbers were not provided. Telemetry transmitter. Model: zm-521pa. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) monitoring telemetry transmitters. The customer went down to the 2nd floor server room and found the sg-300 switch was powered off. Turned it back on and the communication loss issue was resolved. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) monitoring telemetry transmitters. The customer went down to the 2nd floor server room and found the sg-300 switch was powered off. Turned it back on and the communication loss issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following telemetry transmitter models were being used in conjunction with the cns, but the serial numbers were not provided and therefore listed as no information (ni). Telemetry transmitter: model: zm-521pa, sn: ni.

Event description:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) monitoring telemetry transmitters. The customer went down to the 2nd floor server room and found the sg-300 switch was powered off. Turned it back on and the communication loss issue was resolved. No patient harm reported.